Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl which was treated with manual injection. The customer also stated that they did not allege insulin pump was under delivering. Customer was neither in emergency room nor admitted into hospital. Customer stated that insulin pump had motor error in the history. Customer stated that drive support cap was normal. Customer was experienced diabetic ketoacidosis back in august and they was hospitalized for that as well. The insulin pump will not be returned for analysis.